Manufacturer narrative:
Biomérieux conducted an internal investigation: internal testing of the customer's strain gave the following results : - 2 x acinetobacter baumanii complex, - 1 x acinetobacter haemolyticus, - 1 x acinetobacter gyllenbergii, - 1 x noid. For information, the mzml files from quality control tests were reprocessed with next kb v3.2 and the results are: - 4 x acinetobacter calcoaceticus, - 1 x noid. The strain was sequenced with the 16s method and the result was acinetobacter courvalinii 99.82%. This species is not included in the vitek® ms knowledge base (kb) clinical v3.0 (and not included in the next kb version 3.2 neither) so: - at customer's site, the system performed as expected. - internally, the system did not perform as expected as misidentifications were obtained (in v3.0 and after reprocessing the data with kb v3.2). The misidentifications can be explained by a system limitation because the expected species is not included in the knowledge base. The vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: - no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. - an incorrect single choice identification to the nearest pattern species (often same genus than expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. - a low discrimination identification (often the same genus than expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. Note: the kb user manual ref. 161150-556- b for vitek® ms clinical use v3.0 mentions the following limitations: "testing of species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." (B)(4) has also been published on february 2017 in order to inform the customers about this system limitation.

Event description:
A customer from france reported to biomérieux a misidentification result in association with the vitek® ms ds slide. A suppuration sample cultured on bcp media was tested twice with vitek® ms which produced a result of no identification. The isolate was then tested with vitek® 2 and was identified as acinetobacter baumanii complex. This species is in the knowledge base of the vitek® ms. The customer reported there was no patient impact and the wrong result was not reported to the physician. Results were delayed by an additional 24 hours. An internal biomérieux investigation will be initiated.